Manufacturer narrative:
Eval summary: the analysis results found that the b12xt was returned in good visual condition. However, upon functional testing for leaks, the device failed the test. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during an unknown procedure, the end cap at the carbon dioxide leaks. Another device was used to complete the procedure. There was no patient consequence.